Manufacturer narrative:
1/27/1998-supplemental report #1 submitted to FDA. Device evaluation and codes entered in h3 and h6.

Event description:
The product was used during a thoracoscopic wedge resection procedure. Reportedly, some bleeding occurred from the staple line. The hospital has reported no pt injury occurred.